Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2025, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor failed to lock. The double-knotless knee fibertak loops were tightened to the point that the suture became loose. The procedure was completed by opening a new implant. This issue was identified during surgery on (B)(6) 2025, with no reported patient harm. Additional information was received on 11/25/2025: this occurred during a lateral extraarticular tenodesis procedure on (B)(6) 2025. The ar-3740sp double loaded knotless knee fibertak anchor engaged, but the sutures did not lock. The case was completed using a replacement ar-3740sp double-loaded knotless knee fibertak anchor. There was a five-minute delay, and it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.